Manufacturer narrative:
Sample is li heparin plasma collected in a pst tube.qc was within specifications prior to and after the event.a system check performed on (B)(6)2010 met specifications.a field service engineer (fse) was on-site (B)(6)2010. Fse "finely tuned" the ultrasonics and performed a system check which met specifications. No hardware issues were noted.although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a falsely elevated digoxin result generated by the access® 2 immunoassay system on one patient.the results are shown. Upon repeat testing the results were within the therapeutic range.no reports of death, injury, or change to patient treatment have been reported in connection with this event.